Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet device was not charging, and troubleshooting included confirming the wall outlet and charger functioned, instructing the user to remove the device case, and verifying proper connection; after these steps, the device began charging. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Customer care provided support that included user-led troubleshooting and education with confirmation of charge functionality after case removal and reconnection. Investigation of this case revealed the device did not charge due to improper or obstructed connection that was resolved by removing the case and reseating the charger, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was use error related to device connection.